Event description:
It was reported that during central processing, it was observed that the wire was off or loose on the pk dissecting forceps instrument. The instrument was not used during a surgical procedure. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be derailed. One grip close cable was derailed at the distal idler pulley. Grips can still open and close, however movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. Failure analysis investigation also found the following damages: the instrument's distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's pitch cables was frayed at the distal idler. There was no damage found on the pulley and clevis. The instrument's grips tips was bent. One grip was bent which caused side to side misalignment of grips. There was a .059 offset at thet tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint which indicated overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.